Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported pain after his right tha on (B)(6) 2012.

Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm; cat# 502-03-52d; lot# mlaap3. Accolade plus tmzf hip stem #3; cat# 6021-0335; lot# 38904301. Delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 30949402. An event regarding pain involving a trident liner was reported. The event was confirmed. Device evaluation and results: visual, dimensional and functional inspection were not performed as the item was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated, "x-ray printouts available for review include a series dated (B)(6) 2016, which is an ap of the pelvis, ap of the right hip, ap of the left hip, lateral of the right hip, and lateral of the left hip demonstrating bilateral uncemented total hip arthroplasties with no screws in the acetabulum. The hips are reduced. Brooker iii heterotopic ossification is noted on the left. The left acetabulum is somewhat more vertical than the right. All components are well fixed and there is no acute pathology noted. Communication from stryker orthopaedics dated (B)(6) 2017 indicates none of the implants used in either hip are subject to a recall. In this patient with chronic back and pain syndromes, there is no indication his symptoms are related to factors of faulty hip component design, manufacturing or materials." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for this lot. Conclusions: the event was confirmed as per provided medical assessment by the consulting clinician who indicated, ¿in this patient with chronic back and pain syndromes, there is no indication his symptoms are related to factors of faulty hip component design, manufacturing or materials." Communication from stryker orthopedics indicates none of the implants used in either hip are subject to a recall. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient reported pain after his right tha on (B)(6) 2012.